Event description:
It was reported the patient had bacterial vaginosis with vaginal discharge. It was noted the patient was also prescribed metrogel for five days.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v492289, implanted: 2010-10-18 product type: lead. (B)(4).

Event description:
It was reported the patient had a urinary tract infection. It was noted the patient experienced urgency, frequency, burning with urination, pain with urination, odorous urine, and increased leakage. It was reported the patient discontinued stimulation use from (B)(6) 2011 to (B)(6) 2011. It was noted the patient was prescribed cipro for seven days and pyridium for four days. It was reported the patient¿s symptoms resolved without sequelae on (B)(6) 2011.

Manufacturer narrative:
(B)(4).